Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fingerprint prompt had delayed when signing in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login was delayed. The technical support specialist (tss) identified that three internet protocol addresses were responding to the user domain and two ips (internet protocol) were missing from the firewall allow policy. Tss added new policy and the hospital information technology required to put firewall rules for all. Tss worked with hospital it to explain needs of device and verified their changes improved the pyxis environment's login speeds. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fingerprint prompt had delayed when signing in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.